Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the on/off switch on the joystick will not turn the chair off .